Manufacturer narrative:
The customer contact indicated the device was discarded. Investigation is not complete. The international affiliate was contacted and info on reprocessing of the device was requested. No response has been received. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak. A primary tubing set was being used to deliver an unspecified hydration solution, at an unspecified rate. The secondary tubing set was to be used to deliver an unspecified concentration of taxol. After an unspecified length of time, it was reported that when the secondary tubing set was connected to an unspecified secondary line of the primary tubing set, an unspecified volume of solution leaked at an unspecified location of the secondary tubing set. It was reported that the nurse put a cap without a needle and the taxol solution was put into the primary line. No specific details were provided. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested no additional info was provided including if the tubing set was replaced and if the solution that leaked was cleaned up according to the user facility's protocol.